Event description:
A cryo atrial fibrillation or pulmonary vein isolation procedure was being performed. We were at the end of the procedure and were doing the final cyro inflation to the ripv (right inferior pulmonary vein) when the medtronic cryocath machine malfunctioned. The af solutions cryo division clinical specialist was present and trouble shot the machine and called into medtronic. The console was unable to be successfully trouble shot to solve the problem. The valve that opens the nitrous gas to freeze the ablation catheter would not close. The console was shut down and the procedure was changed to radiofrequency ablation and the procedure was completed successfully.